Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4568-45 lead implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that within a few days of implant, there was no capture in rv (right ventricular) ring-tip or in tip-coil, high thresholds, and a decrease in sensing. The physician decided to wait and "see what it looks like in a month" before attempting a revision, and the lead remains in use. No patient complications have been reported as a result of this event.